Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported their stimulator was ¿not working¿ and that it would not let them charge it. No further event information was reported; no complications were reported or anticipated.